Event description:
Dealer called stating that the speed on the r51lxp power chair is allegedly to slow, intermittently. When you turn the unit off then back on the speed is back to normal. The joystick has ben replaced on the unit and issue has been corrected. Replacement part sent on warranty (B)(4). The dealer is located in (B)(6).

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model r51lxp, serial number/date (B)(4) is approximately 8 months old. The owner's manual part number 1106645 rev g (jul-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.